Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to dislocation.

Manufacturer narrative:
The reason for this revision surgery was due to dislocation. The previous surgery and the surgery detailed in this event occurred 13 days apart. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. The healthcare professional indicated there was no delay in surgery and another suitable device was available. The revision surgery was completed as intended and without incident. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records show that the reported components used in the previous surgery, when released for use, met design and manufacturing requirements there was an ncmr#51511 associated with the main part, which documents that out of 15 parts lot, all parts were rejected due to steps at the base of r.015. The parts were later accepted with suitable justification that small steps in the location that will not affect the part functionality . The devices were verified to have gone through an acceptable sterilization process and were within its expiration dates at the time of the previous surgery. Customer complaint history of the reported devices showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to dislocation. There were no findings during this evaluation that indicate the reported devices were defective. There are multiple factors that may contribute to an event that are outside the control of djo surgical such as poor bone density, patient bone deterioration, inadequate soft tissue support, excessive range of motion, prolonged overhead activities, patient activities or trauma. There are no indications of a product or process issue affecting implant safety or effectiveness.